Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that malfunction occurred during surgery. Another device was used to complete the surgery. There was no delay. The taken graft was damaged but another unplanned graft was not taken. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported during unknown timing, that the device does not proper mesh and the cutter blade was worn. No adverse event is associated with this malfunction. Due diligence is in process and there is no additional information available at this time.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device failed the test mesh during device evaluation. The cutter was replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional details regarding the event are available.